Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be reproduced. The system passed a system checkout and was determined to be fully be operational.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a spinal fusion procedure, during a 3d scan the system made noises. After that the site alleged inaccuracy with navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.